Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 19th september 2011. C9 was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. In this case, failure of c9 capacitor had caused the device to fail to power off. This would account for the multiple manual power cycles of a continuous nature and of ten minutes duration recorded in the history log and the reported complaint of ¿device switches on automatically¿. The fault was witnessed during the investigation. The functionality of the circuit is tested at both (B)(4) test and (B)(4) final. Therefore, it is concluded that the component failed after dispatch. The device failed to shutdown correctly following the weekly auto self-test on (B)(6) 2018, therefore it is assumed the capacitor failed around this time. After the c9 was replaced the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The customer may have interpreted the device failing to switch off correctly as the device switching on automatically as per the reported fault. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.